Event description:
It was reported that 4-week post-operative x-rays show radiolucency about the posterior aspect of the tibial implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.